Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The epg was evaluated at the user facility by a company representative and will not be returned for service. Field service noted that the epg appeared to be operating as expected with a brand new battery. When the original battery was used the epg was able to turn on momentarily but eventually turned off. When a new battery was used the epg lasted for more than seven days before showing the low battery indicator. The low battery indicator remained on for several hours before the unit eventually shut down. No abnormalities were observed. The epg was not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shutdown suddenly without a low battery indication, while being used with a patient,. The patient fainted and then woke up with blurry vision. There were no other reported patient complications. The epg remains at the facility.